Event description:
It was reported that shards were found on the shaft of the cadiere forceps instrument. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the distal end of the main tube to have a 2.5" long, .275" wide section with material removed on one side of the tube. The damaged area is gray in color and has a rough surface finish. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received. Engineering also observed the main tube to have a couple of scratch marks likely from instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.